Manufacturer narrative:
(B)(4) date sent: 11/02/2020 additional information was requested, and the following was received: what were the indications for surgery? Distal gastrectomy procedure. What surgical procedure was performed? Gastroduodenostomy anastomosis. Was the procedure laparoscopic and changed to open? It was open procedure. What is the current patient status? It¿s unknown.

Manufacturer narrative:
(B)(4), date sent: 03/03/2021, d4: batch # u5cj3a, h6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. Anvil was installed and removed several times with no observed problem. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch#: u5cj3a. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details how issue was addressed? The anvil has fallen into the stomach before joining the body in the purse string, and it seems like that the purse string may not have been solid. Was there any change in the procedure? Doctor had to cut more of stomach to find anvil. Eventually, the name of the operation was changed. Could you please clarify if there were any patient consequences? It¿s unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? It¿s unknown. What were the indications for surgery? It was b1 distal gastrectomy procedure. What surgical procedure was performed? Gastroduodenostomy anastomosis. Was the procedure laparoscopic and changed to open? It was open procedure. What is the current patient status? It¿s unknown.

Event description:
It was reported that during an unknown procedure, the anvil falls into gastrointestinal tract while making a purse string suturing before combining anvil and body. (Not actually firing).